Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that after trying to insert the sensor with the serter, the sensor fell off the body. The customer's blood glucose level was unknown. The customer's sensor was replaced, however nothing was returned for analysis because the customer disposed of the sensor.